Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k021819.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter's display was missing segments. The complaint was classified based on the customer care advocate (cca) documentation since this medical surveillance specialist was unable to reach the patient by phone to obtain additional information. The patient reported that the alleged display issue began 2 weeks prior to contacting lfs. The cca noted that the patient manages her diabetes with oral medication(s). The patient denied making any action regarding her usual diabetes management in response to the alleged inaccurate result. It is not known if the patient continued testing with the subject meter after the alleged issue began. At approximately the same time period the issue started, the patient claimed she began to feel "disoriented". On (B)(6) 2011, the patient reported she went to the emergency room. At the time of the ER visit, the patient claimed her blood glucose was "240 mg/dl" when tested with an ER/hospital meter and stated she was treated with "insulin and pills" by an hcp. At the time of troubleshooting, the cca confirmed the subject meter was not new and there was no known trauma. Replacement products were sent to the patient. This complaint is being reported because the patient was reportedly treated for hyperglycemia by an hcp after the alleged meter display issue began.